Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that for the past couple of hours the urine output has not been recorded in the sensica device (serial no - (B)(6)) (serial no - unk). The nurse was receiving a question mark in the current hour. When the hour ends, the previous hourly measurement boxes in the left were converted to 0 for several hours (serial no - (B)(6)) (serial no - unk). There were no error messages or alerts received. The patient was consistently producing 50 ml or greater for the past 4 hours. The nurse had attempted to remove the tubing from the tube holder and replaced it. There were no alerts received for the machine not recognizing the tubing. Nurse was currently unplugged the battery and allowed the machine to die. The nurse would restart the machine to see if the machine was recording when restarted. The nurse also stated that they were aware of a similar issue on another sensica device that was addressed by rebooting the device. It was stated that the nurse rebooted the system and the device continued working.

Event description:
It was reported that for the past couple of hours the urine output has not been recorded in the sensica device (serial no - (B)(4)) (serial no - unk). The nurse was receiving a question mark in the current hour. When the hour ends, the previous hourly measurement boxes in the left were converted to 0 for several hours (serial no - ((B)(4)) (serial no - unk). There were no error messages or alerts received. The patient was consistently producing 50 ml or greater for the past 4 hours. The nurse had attempted to remove the tubing from the tube holder and replaced it. There were no alerts received for the machine not recognizing the tubing. Nurse was currently unplugged the battery and allowed the machine to die. The nurse would restart the machine to see if the machine was recording when restarted. The nurse also stated that they were aware of a similar issue on another sensica device that was addressed by rebooting the device. It was stated that the nurse rebooted the system and the device continued working.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.